Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) triggered due to increasing short interval counts (sic) and non sustained ventricular tachycardia (vt) episodes. The rv lead detection and therapies was turned off, the sensing polarity was reprogrammed. Diagnostic, troubleshooting was recommended and the lead remains in use. Information received indicates that the rv lead was implanted after the use before date (ubd). No patient complications have been reported as a result of this event.